Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7, with glucose readings in the mid-300s and an upward trend initially, after a high-carbohydrate meal; ketones were negative and the user had recently changed infusion and related supplies. Symptoms included no reported clinical manifestations beyond elevated blood glucose. Outcomes included glucose trending down on follow-up and no need for medical intervention or hospitalization. Investigation included troubleshooting and education by support personnel, review of glucose data trends, confirmation of negative ketones, and assessment of recent supply changes and planned replacement due to limited remaining insulin. Investigation of this case revealed no device malfunction identified and a likely association with meal-related hyperglycemia, with sensor and ilet readings consistent and ketone testing negative. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user and therapy factors related to carbohydrate intake. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.